Manufacturer narrative:
No product was provided for analysis, nor were any pictures provided by the customer. It was reported that the lead was implanted on (B)(6) 1998 and explanted on (B)(6) 2025 due to infection. No patient harm reported. No device problem reported. Product not returning. Based upon the implant date of this lead (1998), the device history record for this lead model is beyond integer's record retention period. Inspection procedures require any integer product to pass all in-process and qa final inspection before shipping to the customer. No product was returned to integer for evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, integer is unable to determine the exact cause of this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
This event is related to 4440/813667 which was implant on (B)(6) 1998 and explanted on (B)(6) 2025 due to infection. There is no report of a device problem. Product not returning.